Event description:
The customer reported that the system intermittently would not display a live image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera lead weight was repositioned. The system was tested and found to be working as intended and put back into service.